Manufacturer narrative:
An event regarding an alleged misalignment (leading to dislocation) involving a primary tritanium hemi cluster hole cup 48mm was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items were returned. Medical records received and evaluation: no patient medical records were available for review. Device history review: all devices were accepted into final stock from the reported lot and were free from discrepancies. Complaint history review: found no other events have been reported for the manufacturing lot. Conclusions: it was alleged the primary tritanium hemi cluster hole cup was misaligned, leading to dislocation. The exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Event description:
Dr. (B)(6) stated patient has dislocated 3 times two weeks post surgery. Implants are malpositioned and there is no fault of device. Nothing is broken, but components were easily extracted because they were implanted 2 weeks ago. Right side.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Dr. (B)(6) stated patient has dislocated 3 times two weeks post surgery. Implants are malpositioned and there is no fault of device. Nothing is broken, but components were easily extracted because they were implanted 2 weeks ago. Right side.